Manufacturer narrative:
(B)(4). This is a combined initial and final MDR report. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the surgeon did not approve for return. Concomitant medical products: oxf uni tib tray sz b lm PMA, catalog #: 154720, lot #: 733880; oxf anat brg lt sm size 4 PMA, catalog #: 159541, lot #: 372510. Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2020-00098, 3002806535-2020- 00099. As the product has not been received, the investigation was limited to the information provided; a review of device history records and complaint history. We have not been provided with x-rays or any supporting documentation which could provide additional information. A review of the manufacturing history records confirms no abnormalities or deviations reported. For the item 159541; 1 piece was scrapped with opn numbers as 0020. A review of the complaint database over the last 3 years has found 25 similar complaints for this item code 161468, 14 similar complaints for this item code 154720 and 6 similar complaint for this item code 159541. Trends could not be identified from the complaint history review because the reason for the revision is unknown. The root cause of the issue could not be determined with the information currently available, therefore the specific failure cause within the risk table could not be selected for comparison. At this time, no risk assessment can be conducted since the harm or reason for revision has not been reported. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent an initial left knee arthroplasty. Subsequently, a revision due to unknown reasons was performed.